Manufacturer narrative:
E1: reporting address postal: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a pressure sensor autozero failure message. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator displayed a pressure sensor autozero failure message. The device was inspected, that the service engineer (se) reported that the pipeline was connected normally. No error codes were reported to have been found by the se, and that the probable cause was a gas delivery system (gds) failure. A follow up was performed with the key market (km), and the responder reported that the flow sensor assembly (fsa) was replaced to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.